Event description:
It was reported that customer was hospitalized with hypoglycemia. Customer may have tried to correct her blood glucose levels before having a seizure. Customer's blood glucose reading was 28 mg/dl. Customer's blood glucose value at the time of admission 164 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.